Event description:
It was reported the patient experienced a burning sensation and intermittent stimulation since implant in 2002. The frequency of the burning sensation was felt "here and there". The symptoms were felt at the lead-extension connection. Scar tissue had formed on the back and around the leads. It was also reported that movement and palpation caused stimulation changes. The patient had not seen their following physician for four years. The reporter felt the device needed to be removed and the battery currently did not work. Additional information has been requested, but was not available on the date of this report.